Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave hybrid intra aortic balloon pump experienced an out of box tidal disk failure identified during scheduled preventive maintenance. The device failed pneumatic leak testing after installation of a new tidal disk. No patient involvement.